Event description:
It was reported that the patient was experiencing inadequate stimulation which is intermittent and spreads to the non targeted areas when amplitude was increased. The patient was also having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.